Event description:
It was reported that, "the pt was brought to the o.r. To repair a torn extensor mechanism. The surgeon decided to exchange the pt's tibial insert. He noted that the insert had 'yellowed' in color and there was a small pitting on the articular surface."